Event description:
The patient states in her letter that the locking screws and the lag screw broke. According to her letter the initial surgery took place in (B)(6) 2009, a first revision followed in (B)(6) 2009, and the second revision to remove the broken material took place on (B)(6) 2010.

Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received, will be provided on a supplemental report. Same patient as MDR 9610622-2010-00384.